Event description:
It was reported that there were impedances greater than 4,000 ohms on some of the bipolar pairs, one of which was the combination of 1 and 3.. The reporter stated that on the initial screen with device observations it showed battery ¿low¿ and when they did the group impedance it showed battery level ¿ok.¿ the battery level stated ¿low¿ again when logging out of the clinician programmer. Six days later, it was reported that there was one lead fracture on the electrode configuration of 1 and 3. All other configurations were within normal range. The physician had the patient on a proper working lead configuration and no further intervention was needed. The patient felt stimulation in the proper location.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0542959v, implanted: (B)(6) 2005, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).